Event description:
Infusion pump was in use on a pt and pump shut off with no warning or alarms. No adverse pt outcomes were experienced. Pump was removed from pt and operationally checked by biomedical svs dept. Malfunction was duplicated; pump shut off with no warning or alarms. This pump had recently been returned to MFR's repair facility on 1/18/94 for the same malfunction. This pump has been returned to the MFR's repair facility for the same malfunction 7 times; 7/5/90, 8/20/91, 8/27/92, 7/16/93, 11/23/93, 12/14/93, and 1/18/94. Since 7/5/90, 11 different pumps of the same model have been returned to the MFR's repair facility 17 times for this same malfunction.